Event description:
It was reported that the device was unable to be interrogated when the asymptomatic patient presented to the clinic for a routine device check. A possible exposure to emi while charging batteries was noted. Later, at a planned device replacement, further tests revealed that inductive telemetry was successful but not rf telemetry. Device remains implanted. The patient will be followed up normally.